Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what were the symptoms that led to the reoperation? Consistent stomach pain & nausea. How long post-op was second procedure? Unknown. What color reload was used where leak was detected? Gst60b (blue reload). Were any difficulties with device experienced in initial procedure? No. Were any malformed staples noted throughout care of patient? No. What is the current patient status? Healthy/fully recovered. How was the leak addressed? Unknown.

Event description:
It was reported that post op to a sleeve gastrectomy the patient presented with unknown symptoms. A second, exploratory procedure revealed an anastomatic leak toward the top of the staple line. The patient is doing fine now.